Manufacturer narrative:
Product event summary: the device was not returned however, performance data was analyzed. Analysis of the device memory had an observation relating to pacing. This device was reported as included in the field action.  Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the rate histogram prior to last session shows a small proportion of crt pacing. The device had been programmed to right ventricular pacing only and recently to bi-ventricular. This was the result of the device having been previously programmed in managed ventricular pacing. The software update had been released since then and the issue should no longer be present. The device remains in use. No patient complications have been reported as a result of this event.